Manufacturer narrative:
Section g4, PMA/510(k) #: correction. There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module having a damaged streamline battery clip was confirmed. Power module, serial (B)(6), was evaluated by the service depot. The unit came in with a damaged tab of the streamline battery clip. All damaged parts were replaced, and a full functional checkout was performed. The unit passed all tests. The unit was returned to the customer site and is ready for use. A root cause for the reported damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 4-¿system monitor¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that damaged streamline cable was noted on power module (ppm-03538). System did not yet have quick disconnect upgrade.